Manufacturer narrative:
(B)(4). D10 110024464 g7 dual mobility liner 44mm f lot number unknown. 650-1157 delta cer fem hd 28/+3mm t1. 51-103120 tprlc 133 t1 pps so 12x144mm lot is unknown. G2: foreign: south korea. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 01537. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed with no complications noted. The patient suffered a dislocation and underwent a closed reduction. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a closed reduction 2 weeks post implantation due to dislocation. No additional episodes of dislocation were reported. There is no additional information available at the time of this report.